Event description:
It was reported that a pt's pump motor stalled. The motor stall was confirmed. The event logs confirmed numerous motor stalls and recoveries; the first was (B)(6) 2011. The next motor stall was (B)(6) 2011 at 2230 pm. A motor stall with a tube set occurred (B)(6) 2011 at 2230 pm. On (B)(6) 2011, a low battery, reset and safe state occurred. The medication administered via the pump was morphine at 10 mg/ml concentration at a daily dose of 6 mg/day.

Manufacturer narrative:
Final analysis of the device revealed a motor corrosion and feedthru anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
Additional information: it was reported that the patient experienced decrease in therapy efficacy. Physician noted alarms and the pump logs indicated motor stall and safe stopped state as reported previously. Patient denied difficulty with medication withdrawal; physician was unable to restart pump. The medication dose was set for minimum rate. The pump was replaced and analyzed (analysis findings were reported in the previous report). Patient sustained no injury; recovered without sequela. The patient was thereafter seen on 2011-(B)(6) and got a refill, had a follow-up on 2011-(B)(6) and the next follow-up was scheduled for 2011-(B)(6). Per the hcp, the patient had not had any issues so far.